Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cardiac arrest and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the cardiac arrest was unknown. The patient was hospitalized seven days prior to passing away for the cardiac arrest and then passed away in the hospital. Treatment for the cardiac arrest event was not reported. Peritoneal dialysis therapy was ongoing up until the time of death, but it was unknown if the patient was using a baxter healthcare peritoneal dialysis cycler and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be cardiac arrest and it was unknown if an autopsy was performed. No additional information is available.